Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2352500, model: sc-2352-50, serial: (B)(4), batch: (B)(4). Product family: scs-linear leads, upn: m365sc2317700 , model: sc-2317-70, serial: (B)(4), batch: (B)(4). Product family: scs-linear leads, upn: m365sc2352500 , model: sc-2352-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient experienced inadequate and uncomfortable stimulation with discomfort at the implantable pulse generator (ipg) pocket site. The physician assessed that one lead and the ipg had migrated, with the other lead having excessively high impedances. Reprogramming attempts were unsuccessful and the patient underwent a revision procedure where the leads were replaced and the ipg was repositioned. The patient did well post-operatively. The devices were discarded by the facility and will not be returned for analysis.